Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 52 mg/dl. The customer stated they will treat the low blood glucose with juice. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.